Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged battery cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/15/2016 with the following findings: during investigation, the battery compartment was stripped. Due to the stripped battery compartment the battery cap was hard to remove. The battery cap threads were stripped. A test cap was used for testing and was able to be inserted/removed fluently for all testing. The battery compartment ws cracked near the top, and between the bumper pad and the top.